Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. The silicone used in this product is medical grade and is applied during syringe assembly to ensure smooth plunger movement. Throughout the manufacturing process, breakout force and sustaining force testing are performed on each lot to assess plunger performance. Results for the reported lot were reviewed, and no issues were identified. Production and inspection records were reviewed for the reported lot and confirmed that all manufacturing and quality processes were performed as intended. Given no sample was available and based on the evaluation of the retained samples and device history review, we did not identify an issue with the product reported therefore a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Event details: three syringes jammed in the syringe pump during the day, preventing the medication from being administered to the patient. The situation was noticed during anesthesia. They are using b. Braun pumps for anesthesia and yes, pump did alarm.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.